Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. The cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated and showed no evidence of pacing. The patient indicated they had not had the device checked in years and it was thought that the battery was completely depleted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.